Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial#: (B)(4), implanted:(B)(6) 2011, product type: extension.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The representative (rep) reported that after the patient's right side ins replaced, low impedances of 113 ohms were measured on the 0-3 combination. The rep reported checking the patients ins system pre-op and found the impedances were within normal limits. The readings were as follows: right hemisphere amplitude: 3.0 results (ohms): c<(>&<)>0: 932 c<(>&<)>1: 972 c<(>&<)>2: 1187 c<(>&<)>3: 1199 0<(>&<)>1: 1269 0<(>&<)>2: 1632 0<(>&<)>3: 1632 1<(>&<)>2: 1566 1<(>&<)>3: 1733 2<(>&<)>3: 1675 the rep reported that once the ins was replaced in the operating room, they did another impedance check and found that there was a low impedance of 113 ohms on the 0-3 combination. The results of the impedance check are as follows: hemisphere: right amplitude: 3.0 results (ohms): c<(>&<)>0: 703 c<(>&<)>1: 972 c<(>&<)>2: 1106 c<(>&<)>3: 703 0<(>&<)>1: 962 0<(>&<)>2: 1064 0<(>&<)>3: 113 1<(>&<)>2: 1365 1<(>&<)>3: 970 2<(>&<)>3: 1032 group impedance, 951 ohms, 3.407ma the rep reported that they and the patient's primary healthcare provider (hcp) tested the impedances multiple times, and that the hcp loosened the extension from the new ins, cleaned it, dried it, and re-inserted it into the ins, with no change to the impedances. The rep reported that the hcp decided to close the patient, rather than risk the hardware even more as the patient was not programmed on the 0-3 combination. No patient symptoms were reported.